Event description:
Catheter was reported to have functioned fine during previous course of chemotherapy treatment although pt had reported it "hurt a little". During day 1 of the next four day treatment extravasation was noted. X-ray showed catheter had split.